Event description:
Spontaneous communication from patient, stated she spoke to someone earlier and stated that a piece of her freedom 60 pump had broken off and was supposed to get a new pump but al she received was her hizentra medication. Transferred call to pharmacy service representative (B)(6), to set up a pump return, and new pump. No information was given as far as serial number or expiration date. It is not known whether the product fault occurred while use with the patient. The product having broken delayed her infusion until she received the new pump. The broken pump would have been returned in the return box. The patient did not have a back up device. No further information was given. Reported to (B)(6) by pt/caregiver.